Event description:
New information noted that the lead was capped and replaced on 03 oct 2023. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited low impedance and the patient was experiencing sustained pocket stimulation. Programming changes were performed. The patient was in recovering condition.